Event description:
It was reported that the patient's lead extension was protruding through his skin. The patient was appointed by his physician for an emergency lead-extension surgical revision. Visual inspection of the patient showed that the extension was visible through a 3-millimeter hole in the skin. The patient's physician requested a skin culture to determine if an infection was present; the patient was prescribed profilactic antibiotic therapy with anacloxil. Both lead and extensions were explanted and replaced. It was noted that a "freidich technique" was utilized to clean the patient's tissue. Patient outcome was provided as "ok."

Manufacturer narrative:
Product ID: 748951, lot#: serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: extension. Product ID: 7489, lot#: serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: extension product ID: 3998, lot#: b0468571k, serial#: implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: lead. (B)(4).